Event description:
A health care professional reported receiving erroneous glucose results from an abbott diabetes care device. The customer received a hospital blood glucose meter of 400 mg/dl compared to reading of 46 mg/dl respectively obtained from a lab and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with a known-good retained battery. Visual inspection was performed on returned meter and strip port module and no issues were observed. Inserted retain batteries into the meter. Meter powered on with button depression. Lcd was observed during power up, self-test sequence and no issues were observed. Control solution testing was performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed at this time strip has not yet been returned and a valid serial number has not been provided for the strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. Dhrs (device history review) for the freestyle precision pro meter was reviewed and the dhrs showed the freestyle precision pro meter met specifications prior to release to distribution. Dhrs (device history review) for the strip port module was reviewed and the dhrs showed the strip port module met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h4(device mfg date) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving erroneous glucose results from an abbott diabetes care device. The customer received a hospital blood glucose meter of 400 mg/dl compared to reading of 46 mg/dl respectively obtained from a lab and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.